Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal cover was burnt. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that a high-frequency treatment tool was used near the distal cover, and the discharge from that time caused the body tissue to burn and adhere to the device. However, the specific circumstances of the event have not been identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burnt distal cover. There was no patient involvement.